Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 18. Details of surgery: implant surface not completely covered with bone and sinus augmentation. On 2023-11-17, loss of osseointegration was verified. Patient presented with inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: infection, mobility and hypersensitivity. No further patient complications were reported.